Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an unrecovered motor stall had occurred. Multiple attempts were made to restart the pump; once on (B)(6) 2014 and twice on (B)(6) 2014. The pump was interrogated and a motor stall message and stopped pump period may exceed tube set message were seen. No known MRI or emi was present. The pump was explanted and replaced. There were no reported patient symptoms. The patient was 'fine' and their therapy was 'back on track'. The pump was used to deliver morphine.

Manufacturer narrative:
The previously reported eval code-conclusions were updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly (corrosion and/or wear and/or lubrication) of gear wheel 3 caused the stall.

Event description:
Additional information received reported the patient had a pump implanted in 2010 and the pump was explanted and replaced in (B)(6) 2014. The patient experienced underdose symptoms. It was noted the catheter had good cerebrospinal fluid (csf) backflow. The medication in the pump and patient status was not reported. Additional information has been requested, but was not available as of the date of this report.